Manufacturer narrative:
(B)(4). The cassette (lot 231124453) was manufactured in 2012. Since that time, corrective actions have been implemented to reduce the occurrence of leaking at internal bond. Complaints based on bonding/length issues in this area of the cassette have not been seen in recent cassette lots.

Event description:
On (B)(6) 2016, the thermacor 1200 infusion system was being used at (B)(6). The hospital reported the cassette was leaking from the bottom of the cassette. The hospital continued to use the cassette until the pressure error occurred - patient line block. The error message would not clear, and the operator had to manual squeeze the bag. The hospital had depleted inventory and did not have a cassette for replacement. The hospital did not return the cassette for further investigation.